Manufacturer narrative:
(B)(4). Insulin pump received unable to perform the displacement due to cracked bleeding lcd noted.

Event description:
Customer reported via phone call that the screen was broken. Customer¿s blood glucose value was 146 mg/dl. Customer stated that the screen was broken on his old insulin pump. The device will return for the analysis.